Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As stated, "in 2005, implanted with a depuy (johnson and johnson) asr metal on metal hip prosthesis. Hip worked fine until 2016, when it started to deteriorate. When it was pulled from the market in 2012, my doctor suggested blood tests for metal in the body. Every several years, I would get a new blood test and the metal levels were rising. The prosthesis worked well until 2016 when I started getting pain in the joint. Asr was removed on 2018. Tumors were present and bone had been weakened by the debris of the metals."

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.